Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set did not adhere while tossing and turning during sleep. The blood glucose level was 420 mg/dl and the patient was treated with insulin pump. No further information available.